Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Additionally reported "any creases associated with hole", "tissue, fluid in implant, leak at edge, in fold". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "deflation". Additionally reported "any creases associated with hole", "tissue, fluid in implant, leak at edge, in fold". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Crease/folding of implant: crease fold observed on the device. Additional observations: wear abrasion observed on the device. Yellow particles observed inside the device. Brown particles observed in the fill channel. No further actions are required as the device was implanted.